Event description:
Noise from the gantry, during servicing screws that fasten the thk bearing to the radial cart were found to be loose. No detector fall event and no injury, however, this was identified in a retrospective complaint analysis as representing a different failure mode impacting the radial drive that might lead to a mechanical failure.

Manufacturer narrative:
The exact date of event is not known at this time. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. On 06/17/2013, it was discovered that the same mechanical failure as occurred in report number 9613299-2013-00001 may occur on the product line identified in this report. Thus, the date received by manufacturer has been set to 06/17/2013. The device manufacture date cannot be provided at this time. At this time, ge healthcare is implementing a field correction as identified in report number 9613299-06/20-2013-004-c.